Event description:
It was reported to medtronic neurosurgery that fluid was not able to flow through the valve during pre-operative testing. According to the report, both of the catheters from the system were used with a connector to complete the surgery. The report states that the pt was stable following to the procedure and seemed to be improving. No adverse impact was reported as a result of the event.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.